Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caller reported an unspecified low scan was received on the sensor when compared to an unspecified adc meter result. The customer was unable to self-treat due to unspecified symptoms and had contact with a healthcare professional who obtained and unspecified glucose reading. The customer was treated with insulin (type/dose unknown) and no further information was provided. There was no report of death or permanent injury associated with this event.